Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer could not interact with pump screen. There was no reported adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, and after reset pump screen functioned normally again, with no further issues reported.